Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 10, 2020. Additional information was received on february 13, 2020. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 525cc saline prostheses was performed. The investigation of the returned device was completed by the failure analysis lab on february 19, 2020. Device evaluation summary: according to the information provided, it was reported that the patient experienced deflation. A manufacturing record evaluation was performed for the finished device 5718178 number, and no non-conformances related to the reported complaint condition were identified. During visual evaluation of the sample a crease was observed on the posterior view. Leak testing was performed and it revealed a tear within crease measuring approximately 0.2 cm the evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685 serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with a mentor smooth round moderate profile 525cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was diagnosed through mammography. As a result, an explant was performed on (B)(6) 2020.